Manufacturer narrative:
(B)(4)- the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Medical records were received and reviewed. Clinical review of the medical records information found that, although a temporal association between the liberty cycler and the event of abdominal pain with associated syncope exists, there is no documentation that shows a causal relationship between the event of hospitalization with abdominal pain and the associated syncope and the liberty cycler.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that the patient had experienced pain and the patient¿s abdomen was swollen during treatment. The patient was advised to contact emergency services. Review of the medical records reveal the patient presented to the emergency department (ed) with abdominal pain and distention which was associated with a syncopal episode that lasted for just a few seconds. The patient was admitted to observation status for a syncopal work up. Results included: no ectopy on telemetry and negative for orthostatic blood pressure. The hospital course of action for the reported abdominal pain not known. Documentation confirms that the patient continued peritoneal dialysis successfully in hospital utilizing 1.5% dextrose solution times 5 exchanges/day. The patient was discharged (B)(6) 2016 to home with non-tender, non-distended abdomen.